Manufacturer narrative:
Device lot number corrected from 19466748 to 0020198616. Device expiration date corrected from 01/03/2018 to 07/15/2018. Device manufactured date corrected from 07/27/2016 to 01/31/2017.   Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the device found damage to the first distal stent row. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.50mm x 32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, a part of the stent strut was lifted. The procedure was completed with another 3.50mm x 32mm synergy¿ drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.50mm x 32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, a part of the stent strut was lifted. The procedure was completed with another 3.50mm x 32mm synergy¿ drug-eluting stent. No patient complications nor injuries were reported.